Manufacturer narrative:
Additional info has been requested and will be provided as it becomes available. F/u ((B)(6) 2012): new info received from the contactable pharmacist includes: pt data, relevant medical history, concomitant medications, product data, reported product indications, additional adverse event of device misuse and reaction data that updated the event from second-degree burn to third-degree burn, which upgrades the case to a reportable device report. F/u attempts completed. No further info expected. Company comment: based on the available info, the company cannot exclude a possible relationship between the event "third degree burn" and device product. This case is assessed as initial reportable case based on the f/u info.

Event description:
Burn with burn blisters, (pelvis and groin area) grade 3 [burns third degree]. Weeping [wound secretion]. Used heatwrap on groin area [device misuse]. Case description: this is a spontaneous report from a contactable pharmacist. A (B)(6) female pt of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back and hip, wrap) lot number: f17172b) single one day from (B)(6) 2012 for back (and side) pain, groin pain and hematoma. Medical history included skin allergy, arthrosis and diabetes. Concomitant medications included beclometasone, formoterol (foster 100/6), omeprazole (omeprazol), ibuprofen (ibuprofen), tetrazepam (musaril), moxonidine (moxonidine), glibenclamide (glibenclamide "ratiopharm") and metformin (metformin). On (B)(6) 2012, six hrs after administration of thermacare heatwrap, the pt experienced burn with burn blisters (pelvis and groin area, diameter 10 cm, grade 3 caused by burn blisters and weeping). Therapeutic measures taken as a result of the reported event included the pt was treated with multilind heilsalbe and daily bandage changing for pain. No surgery was necessary. The action taken with thermacare heatwrap in response to the event was permanently withdrawn on (B)(6) 2012. After discontinuing the thermacare heatwrap, the adverse events did not disappear. Prior to this event, the pt received one syringe of an unk drug (via orthopedist, no other specified). Subsequently the pt experienced pain (to groin area) and a hematoma and therefore thermacare heatwrap was used. The pt had not yet recovered on (B)(6) 2012. In the pharmacist's opinion, the pt will develop scar formation. No causality assessment was provided caused by administration of thermacare heatwrap for pain.